Event description:
The customer alleged that the unit went "inop" while on the paitent. The mallinckrodt customer support engineer (cse) inspected the device and replaced the gui cpu board. The unit passed extended self testing. There was no patient harm reported.